Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured in section as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00551.

Event description:
The customer reported that he ran a control test with his contour next meter and obtained a reading of 153 mg/dl at 9:50 pm. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. On (B)(6) 2020, during the troubleshooting process, six additional control tests were run and 5 of 6 readings were properly marked as control readings, while 1 of 6 control readings i.e. A reading of 399 mg/dl obtained at 11:29 a.m. Was marked as blood reading. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. The customer did not return the suspected contour next test strips and contour next control solution. The contour next control solution from lot # 9bv2g44 expired in oct-2020. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 9bv2g49, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.